Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable and on the third analysis the device prompted a "shock advised" determination. Complainant did not indicate that there was any pt involvement in the reported malfunction.